Event description:
It was reported the patient was experiencing pain at the ipg site due to the ipg being superficial and tilted. On (B)(6) 2012, the patient's ipg was relocated.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.